Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report sensor issues. Customer stated that she had a sensor fail due to a sensor error. Customer stated she, then, removed the sensor and crashed. Customer stated that, as a result, she had to go to the hospital. Customer also stated that she has gastroparesis and an injured back. Customer stated that she has memory loss and the medication gabopaten is affecting her memory. Customer's blood glucose reading was 207 mg/dl. Customer stated she has been experiencing low blood glucose levels for one day. Customer was admitted as an inpatient for medical treatment. Customer's blood glucose levels at the time of admission is unknown. Customer stated the significant events leading to the admission included confusion. Replacement product is being sent.